Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had a "charging issue", however, the customer declined to troubleshoot this issue. Additionally, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly the customer continued to use the pump for insulin therapy.